Event description:
I purchased bausch and lomb peroxiclear contact lens cleaner and used as directed. It worked perfectly the first time. The second time I used the product the solution had failed to neutralize the peroxide. I wound up going to the emergency room later that night. I had a chemical burn in my eye. I went to my eye doctor and he confirmed that I have chemical conjunctivitis. I have had difficulty wearing contacts after two weeks of treatment. I have a pair of contact lenses that are ruined and I lost (so far) two days of work. The contacts are customer made and medically necessary for my eye condition (kerataconus). The company wants the product back for testing and I would like to have an independent test. However, I cannot find anyone who will test for the consumer. Please advise.